Manufacturer narrative:
Device eval: hospital disposed.

Event description:
Revision surgery - due to a loose tibia.

Manufacturer narrative:
The reason for this revision was reported as a loose tibia after 7 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the revision surgery. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 3rd complaint against the main contributor, first for this lot number. The root cause for the loose tibia could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.